Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed.  Visual inspection of the inserter shows the tip has fractured. Fractured piece(s) were not returned with the device. Strike plate and inserter body show nicks, scratches, and wear and tear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Previous investigations of this type of failure mode for this device have shown that, when paired with certain cup combinations, fractures are more frequent. Additionally, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. For this particular complaint, however, a root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that threaded impactor tip broke in cup during impaction. Cup was implanted with fractured tip still in cup. Attempts have been made and additional information on the reported event is unavailable at this time.